Event description:
Additional information: patient repeated previously documented information and said they've had the same issue ongoing since having received 3 replacement components (one was the controller they got through sunmed after losing their original controller). Patient said it takes them all day to charge and they got stuck at 70% to the ins before having to recharge the controller battery. After recharging controller, they could not progress past 70% and said they had excellent charge quality, but sometimes got messages to check the controller. Patient had a difficult time explaining the messages they had seen, so agent had patient reset controller and begin a charging session again; controller was at 60%, ins was at 70% and showed excellent quality. Patient said they had found their old controller that they reported as lost to sunmed. Agent suggested they recharge the other controller and then try to charge their implant and call back if they still experience the same issue. Patient was unable to open the back of the older controller, so serial was not collected. Patient confirmed the green light was flashing when they plugged old controller to ac power (had to re-enter date/time due to memory problem message). Patient will let controller fully charge, then try to charge ins again and call back if they have persisting issues. Agent closed case.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID: 97755, serial# (B)(6), revealed scrapped due the cord has been coiled up with kinks in it near connector and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient. Pt called back about the same issue and says that they are in pain and cant charge ins. They repeated that its taking all day to charge ins. They then said they are getting no device found when charging ins. They then said that is not true and this was with the old charger, and they can charge ins but it takes all day. Pt became escalated and wants a "brand new" set of equipment sent out. Pss reviewed that we have sent replacement equipment, and the next step is to follow up with hcp/rep.

Manufacturer narrative:
B5: event description is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and was escalated as they are in pain due to the persistent charging issue they have previously reported. Pt says she was "directed to boston scientific" and is trying to decide if she should have the implant changed out with one of their devices. Pt says since their last call they told the dr to reach out to a rep but doesn't know if they did. They said they see a dr porter in davenport, fl and doesn't know their first name. Emailed reps asking them to call the pt back.

Event description:
The reason for call was patient stated the controller went into a different language about 5 days ago maybe a week ago patient stated she was trying to charge the implanted neurostimulator and it was hard to read the instructions. Patient service specialist walked patient through changing the language back to english. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient (pt). Pt lost their controller and was sent a new one a few months ago and then a couple weeks after that the controller was not working properly. The pt's controller would change languages which it had a few times and it also did other things. It did not charge the ins for it took all day long and when the ins did charge it did not go to 100% even though it was on recharging at excellent. They could be recharging for 4 hours and the ins would still be on at 60%. So they would plug the controller into the ac and it would sucks out the juice from the from the ins. Also when recharging the ins the controller battery would drain in charge. Sometimes pt could get the controller to 100% then when they went to recharge the ins it would not charge to 100%. They were trying to charge the ins all the time. Sometimes when they scroll with the up or down arrows on the menu screen it would not go where it was supposed to. Pt noted they found their old controller and when they tried to get money back for the lost one they got they would not repay the money back. Pt notified a rep about 3 weeks ago who spoke with taylor and they were supposed to meet today at the doctor office who then said they would not meet and for the pt to call patient services and ask to call to get a new controller then call the rep back. During call pt verified no damage to the controller port or to the rtm. Pt reset the controller and when they were able to scroll on the menu. Pt was advised to monitor issues and call back if needed. Agent closed case. Pt called back and said repeated that it takes a long time to charge and will say finished when its only at 50 percent. The issue isn't resolved. A controller was sent to the patient. Patient called and repeated previously documented information. They had setup the replacement controller, but now were having trouble getting the ins to charge. Patient said the controller showed them things they had never seen before and seemed to change the charge quality from excellent, to good, to poor over and over. Then they also saw a message about rm03 and then showed the ins charge was 'all white' (agent understood empty). Patient denied abnormal heating of the recharger. Agent had the patient reset with ac power; screen came on and green light flashed when battery was reinserted. Agent reviewed proper placement of paddle to charge ins, which the patient said they had always centered the ins in the hole of the paddle. After repositioning under solid part of paddle, they consistently saw recharging excellent for a few minutes while agent stayed on the phone; controller was 70% and ins was 60%. Agent reviewed to let ins charge and call back if they saw any further error messages. Additional information was received from the patient representative. Patient representative called back and stated the patient was sent a replacement controller but is still having issues with recharging. Caller stated they have discovered that there is an issue with the recharger because when they tried to help the patient they noticed the cord was getting really hot where the cord goes into the paddle. Caller suggested there is maybe a break in the cord. An email was sent to repair to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Continuation of d10: product ID 97755 serial# (B)(6): product type recharger product ID 97745nt serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.